Event description:
It was reported that approximately 79 months after a left knee replacement procedure, the patient may require a revision procedure to address prosthesis wear, pain, stiffness, discomfort and weakness. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitants: 1381075 200-03-35 - one peg patella 35mm 2350469 200-03-35 - one peg patella 35mm 1495585 200-04-44 - cemented finned tib. Tra sz 4f/4t 1970003 200-04-44 - cemented finned tib. Tra sz 4f/4t 1803555 234-02-04 - optetrak asy,ps cemented femoral, sz 4, 9347687 234-03-04 - optetrak asy,ps cemented femoral, sz 4, the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected health effect clinical codes.